Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The biomed engineer did troubleshooting and the issue persisted. The unit was powered via the alternating current connector. The customer stated that they cycled the power by using the power button on the cart, not the power button on the monitor. The biomedical engineer informed that further troubleshooting will be done by cycling the power using the monitor power switch, examining the power cable going from monitor to cart transformer for damage, checking the transformer outlet for arcing / pitting and swapping the monitor. Even after all the troubleshooting, the issue persisted. The device will be returned. Three good faith efforts were made to obtain additional information from customer; however, no response received. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the high definition liquid crystal display (lcd) monitor, worked fine when powered up; however, when the power was cycled the pilot light was lit and unit appeared to power up, but the screen was black. If the unit is turned off overnight, it powers up and works as intended. There was no report of patient or user harm associated with the event.